Event description:
It was reported that a revision surgery was performed due to the collapse of the medial part of the tibia. No delay or additional injuries reported. Back up available.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Our clinical/medical team concluded: there is no product information or relevant clinical medical information provided to conduct a thorough medical assessment. It was communicated that the device will not be returned. Based on the lack of information, it is not possible to perform a thorough clinical assessment. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.